Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.

Event description:
No additional information from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: operating channel, cfu: <1cfu/100ml & <1cfu/endoscope, bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: aspirating channel, cfu: <1cfu/100ml & <1cfu/endoscope, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1cfu/100ml & <1cfu/endoscope, bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.